Event description:
It was reported that the system produced uncommanded x-rays. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the 5 volt power supply and the generator interface board. The system operates as intended.